Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 1) occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternative pump for insulin therapy.